Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.

Manufacturer narrative:
This was previously reported as a malfunction, this supplement serves as a purpose to add the fsca number and fsca information. Corrected data: h6 - adverse event problem - investigation conclusion code updated h7 - correction (other remedial action) added h9 - 1627487/06/02/2017/001-c added. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that when the clinician programmer was unable to connect to the implantable pulse generator. The patient had an unrelated surgery. The device was attempted to be connected to several times however it was unsuccessful. Patient lost effective therapy. A surgical intervention may be anticipated in the near future. No additional information is available at this time.